Event description:
A malfunction alarm was reported with malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and advised to call back if the issue happens again, which the customer acknowledged and understood.